Event description:
Reporting status: serious injury. Reporting rationale: plaque shift, requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a trial that during the index procedure a 3.0 x 23 mm xience v stent was deployed in a lesion in the mid left anterior descending artery (lad). This was a direct stenting procedure. After. The xience v stent was deployed there was a plague shift into the ostium of the first diagonal requiring treatment with balloon angioplasty. No additional event or pt information is available.

Manufacturer narrative:
Other: plaque shifting.